Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found light scratches on the lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the pwa board was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would not hold patient data and settings after multiple recharging and that the mother board needed replaced. The product fault occurred during testing. There was no patient involvement and no patient harm.